Event description:
It was reported that a perforation occurred. A 2.0mm rotapro, rotawire drive and opticross hd were selected for use. Following the atherectomy procedure in the severely calcified left anterior descending artery (lad) number 6, it was confirmed through intravascular ultrasound (ivus) that a perforation occurred. A covered stent was positioned and the procedure was completed successfully. The patient's status was stable.